Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified fold creases, brown particles in the fill channel, void >1 mm in non-textured valve-to shell-bond area, one linear opening and wear abrasion. A microscopic analysis and leak test were performed which identified one opening crease smooth and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening striated in the side radius assessed as surgical damage. -one opening crease smooth in the side posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.